Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient undergoing an advanced evaluation trial. It was reported that the patient thought that stimulation would be felt when it was time for them to void; the patient had voided on their own some, but was not sure if they should cath as much or wait until they needed to empty out. The patient could not feel stimulation, but anything higher would cause them discomfort. Additional information was received one day later. The patient¿s stomach got really hard yesterday after 7 hours of not using a cath and the patient expected more from the treatment and did not expect this to work so slow. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.